Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent, abdominal pain and body malaise. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with amikacin (200 mg per day, route and duration were not reported), meropenem (1g per day, and after four days 2 g, route, frequency and duration were not reported) and vancomycin (2g the first day, route, frequency and duration were not reported) for the event. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.